Event description:
Data was reviewed regarding implants and outcomes of leadless implantable pulse generators (ipgs). They described patients who exper ienced cardiac perforations, pericardial effusions, and unknown device-related complications within thirty days of implant. The status of the devices and delivery systems is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.